Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display on the insulin pump. The customer¿s blood glucose level was unknown at time of incident. The customer stated that the battery was died and replaced it and it will not power on black. The troubleshooting was performed and customer was advised to insert new aa battery and the display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will not be returned for analysis.